Event description:
Implant date: 2006. It was reported that a patient underwent additional surgery, approximately 1 month post-op, to remove part of the construct due to infection.

Manufacturer narrative:
Devices have been returned to manufacturer. However, a product evaluation was not applicable. Unable to determine the cause of the event.